Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners and a severely scratched lcd window and keypad overlay.(B)(4)

Event description:
It was reported that the customer's insulin pump sustained physical damage, including cracks on the screen and on a button. The customer's blood glucose was 297 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.